Event description:
It was reported that during a scheduled retrieval of a vena cava filter, the rear metal part from the device handle, detached. The retrieval process was difficult up to that point and the doctor had been trying to retrieve the filter for approximately 1 hour when it broke. It was reported that the doctor did not use a guide wire for the procedure. A second retrieval device was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.